Manufacturer narrative:
Covidien reference: (B)(4). The reported customer complaint is a known issue and has been isolated, and actions have been taken under remedial action efforts.

Manufacturer narrative:
Covidien reference: (B)(4). The field service engineer (fse) evaluated the device and the customer reported malfunction was verified. The fse replaced the printed circuit board assembly (pcba) to resolve the issue. The unit passed all tests and was found to be operating within the manufacturing specifications.

Event description:
It was reported that during patient use, a pulse oximeter top segments bar disappeared. The patient was transferred to another device without harm or change in therapy.